Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver displayed three dashes where the readings should be instead of displaying question marks or hourglass. This lasted for two hours until the sensor was changed. No additional event or patient information is available.